Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that this patient was presented to the electrophysiology (ep) laboratory. During induction testing, while the induction programmer button was depressed, the patient's induced arrhythmia was self-terminating. However, the programmer still displayed a detecting message. Consequently, the induction sequence could not be delivered. In-house engineering was consulted who suggested using the programmer exit button. Boston scientific received information that a second tablet programmer was used with successful induction and conversion of the induced arrhythmia. The local representative suspected that the initial induction difficulty was the result of having the programmer wand cord between the programmer and device.